Manufacturer narrative:
(B)(4). Date sent: 12/5/2023 d4 batch #: x70110 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. The tissue pad was not detached as reported the device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to verify the internal components and no anomalies were found.    The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.  A manufacturing record evaluation was performed for the finished device batch x70110, and no non-conformances were identified.

Event description:
It was reported that during a liver resection procedure that the device malfunctioned and the tissue pad kept coming off the jaw of the device. Facility stated the pad detached from the device but did not indicate if the tissue pad was recovered from the patient or not. Unknown as to how the procedure was completed. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4) date sent: 11/8/2023 d4 batch #: unknown attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.